Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025, the user and their healthcare provider reported that the ilet became unresponsive during a factory reset, freezing on the ¿press and hold until you see drops¿ screen. The user was unable to restart the device, update the app, or retrieve the pairing code. A replacement ilet was arranged. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.